Event description:
Event description guidant received information that, prior to implant, the measured voltage of this cardiac resynchronization therapy defibrillator (crt-d) was 3.06v, whereas the box label indicated that it should be 3.25v. The device was reported to have been stored in a warm area overnight and a manual capacitor reform was performed the following morning. The measured voltage was the same as the previous day, 3.06v.